Event description:
Information received indicates that not all of the casters are locking when the brake is engaged.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.